Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.